Event description:
A patient's previous treating physician stated the patient's seizures had gotten worse. The physician believed the battery needed to be checked. A review of the available programming history showed that the patient was programmed "off" in (B)(6) 2014. No further relevant information has been received to date.